Event description:
It was reported that there was a "precharge voltage error". This error will likely prevent the system from booting. There is no report of pt injury or death.

Manufacturer narrative:
A ge representative evaluated the system and replaced one of the generator assembly circuit boards. The system operates as intended.